Event description:
It was reported to boston scientific corporation that an ultraflex covered ng esophageal stent was used during a stent placement procedure to treat an esophageal perforation. According to the complainant, during stent deployment the last suture knot of the delivery system would not come loose. Therefore, the stent would not deploy. While pulling on the suture thread, the stent migrated. The introducer catheter was pushed towards the stomach and the stent deployed. However, the proximal flare was positioned at the site of perforation. Since the stent could not be repositioned, it was pushed into the stomach. It was decided to wait two weeks to retrieve the stent to avoid further perforation. The procedure was completed with another ultraflex covered ng esophageal stent. The first ultraflex covered ng esophageal stent was surgically retrieved from the stomach during a video-assisted thoracoscopic surgery (vats) for treatment of the mediastinitis. The procedure was performed at another hospital. Although still hospitalized as of 2009, the patient has since been discharged from the ICU ward and is doing well.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.